Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report reference number: 3006705815-2020-00261. It was reported that the patient experienced ineffective stimulation. The patient underwent surgical intervention in which the system was replaced. During the surgery, impedances were checked and showed high impedances. The patient reported effective stimulation post operation.